Manufacturer narrative:
The fse replaced the da to mc cable to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided by the customer.

Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. Patient involvement unknown.